Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 241 mg/dl. The customer administered a bolus via the pump. Troubleshooting with tandem's technical support determined that the luer lock connection to the infusion set was a little bit loose. Recommendation was made to change the cartridge, infusion set, and site as the customer was on the 3rd day of use.